Event description:
Caller reported an issue with cgm error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error code did not appear again. The caller was advised to wait 20 minutes before starting the sensor session, which they understood and acknowledged.